Event description:
The user facility reported that wire damage occurred during a procedure. Follow-up communication with the user facility confirmed: (1) multiple products were used during the procedure and were exchanged over the wire; (2) following several exchanges, the technician noticed the coating of the wire was "splintering and coming apart;" (3) subsequently, the balloon was unable to be used with the wire; (4) the wire was removed from the patient and another of the same device was used to successfully complete the procedure; and (5) the patient's condition is reported as "good."

Manufacturer narrative:
Results -is based on evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample. Conclusion - is based upon evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample the involved device was returned to the manufacturing facility in (B)(4) for evaluation. Examination of the first device confirmed: (1) a portion of the outer urethane layer had been detached exposing 1.2mm of the core wire; (2) magnification inspection found that the urethane layer had been stretched, indicating that there were pulling forces applied to the sample; (3) there were two longitudinal abrasion lines on the core wire surface; and (4) the edge of the sheared material was smooth indicating contact with a sharp surface. Inspection of undamaged sections of the returned sample confirmed that product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, the event description and appearance of the returned sample are most consistent with damage to the guidewire's coating due to a pulling force and pinching by a sharp object, resulting in the break and separation of the urethane layer. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer polyurethane coating. Specific statements include the following: (1) "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; (2) "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; (3) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and (4) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).